Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when pushing down on the plunger of the syringe when attempting to fill the cartridge. The customer's blood glucose level was in the 200's (mg/dl). A new cartridge was loaded to address the event.